Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 06/21/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. The patient had worn sensor beyond seven days. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system with share states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracy cannot be determined.